Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burnt forceps elevator, burnt plastic distal end cover. Adhesive around the light guide lens was peeled and adhesives around objective lens had white-clouded area. There was no patient involvement.